Event description:
Alarm sounded on iabp, nurse noted blood in tubing. Catheter clamped, iabp turned off, physician notified. Four minuted later, patient's heart rate and blood pressure were dropping. Code blue began. Unable to establish rhythm. Patient expired. Cahteter pulled and examined by physician. Injected air into balloon - would not inflate. Hole in tiop of balloon noted. Datascope intra aortic balloon pump, series 90 was the machine in use. Company respresentative evaluated machine on 4/6/92 and found no mechanical malfunctiondevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: mechanical tests performed, visual examination. Results of evaluation: none or unknown, balloon. Conclusion: device failure indirectly contributed to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.